Manufacturer narrative:
Although the exact event (onset) date is unknown, it was reported that the event occurred in (B)(6) 2016. (B)(4).  Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion surgery. Post-operatively, on an unknown date in (B)(6) 2016, the placed cage was backed out, and hence bone union was not achieved. The product did not break. Re-operation was performed, in which, the backed out cage was inserted again.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.